Event description:
While patient was anesthetized the anesthesia machine displays showed an error message that the machine was going to shut down in 8 seconds. The message counted down from 8 and shut off. The anesthesiologist was able to cycle the power and bring the machine back on line.====================== manufacturer response for anesthesia system, s/5 avance======================a ge field service engineer (fse) was on site the same day of the incident to test and evaluate the anesthesia machine. The ge fse replaced the on/standby switch and wiring harness.